Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.then maintain complaint files in accordance with 21cfr part 803.18.

Event description:
It was reported by the customer that the needles are too blunt and are causing pain and swelling.in addition, when the staff draws up the serum, it pushes the serum out without pressing the plunger resulting in leakage of medication.no information was received regarding any serious injury as a result of these reported issues.